Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). Device component code relates to device problem code for the investigation result of coil coating peeled. (B)(4). A stone cone retrieval coil was received for analysis. A visual analysis revealed that the coil on the device was returned tangled. The device opened freely but only closed to the tangled area. The coil was untangled easily. After the device was untangled, the device only opened approximately half way. The blue/green shrink is pulled away from the distal stop. The complaint that the device was damaged was confirmed due to the condition of the returned device. Since the damage occurred during unpacking, the most probable root cause for this event is "handling damage". The complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a stone cone retrieval coil was to be used in a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during unpacking, the device was noticed to be damaged. The procedure was completed with another stone cone. The were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; coil coating peeled/shared/frayed. Please see block for full investigation details.